Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was interrogated prior to implant. The monitoring voltage was down to 2.94. The caller was not certain if interrogating with radiofrequency and left in storage mode or not. It was reported that the device would be returned for analysis.